Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had buttons stick and act button had to press multiple times. Customer's blood glucose level was unknown. Customer reports insulin pump had unexplained and random no delivery alerts. Customer states insulin pump had scratches and cracks. The insulin pump will not be returned for analysis.